Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited erosion. A revision was performed and the ICD was explanted. There were no additional adverse patient effects reported. The explanted ICD was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory that the device never triggered replacement indicator while implanted and the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. This supplemental is being filed to capture the return date and investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. There were no additional adverse patient effects reported. The ICD was explanted.